Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose, passed out, and resulted in an automobile accident. The blood glucose reading was unknown. Emergency medical services was dispatched and was treated for her low blood glucose and was admitted to the emergency room on (B)(6) 2020. Customer¿s blood glucose at the time of the call was 120 mg/dl. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not active at the time of the reported incident. The pump will not be returned for analysis.